Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail the brush heads do not click onto the brush so well, and the brush head becomes loose while using it and keeps falling off. The brush head also often falls off when rinsing the toothbrush under the tap. No injury was reported.